Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous circumflex (cx) artery. The 2.25x18mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without issue. There was no interaction of devices and no damages noted to the sds. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott guideliner was placed. The 2.25x12mm xience xpedition sds failed to cross the lesion reportedly due to interactions with the patient's anatomy. During withdrawal, resistance was met with the guideliner and the stent implant dislodged from the sds balloon. The dislodged stent implant was successfully retrieved using a snare device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A 2.25x08mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.